Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed shock impedance measurements greater than 125 ohms for an unspecified amount of time. The physician performed a commanded shock and the 1.1j shock elicited a shock impedance measurement of approximately 80 ohms. The 25j shock successfully converted with an impedance measurement of approximately 96 ohms. No noise was observed. To date, no adverse patient effects were reported as a result of this clinical observation.